Event description:
It was reported that during a hand assisted colectomy procedure after firing the device it was found that the distal staples did not form. The procedure was converted to open since the colon was resected but not stapled. The pt is fine.

Manufacturer narrative:
Date sent: 10/02/2007. Information anticipated, but unavailable at this time.